Event description:
On (B)(6) 2012, pt reported her infusion set leaked this weekend. Pt stated this has been an issue about 3-4 times over the last 6-8 months. Pt does not have any of the alleged infusion headsets. Pt reported the headset that leaked had been in use for 24 hours. Pt stated she removed the infusion headset and there was not a bend or kink in the cannula. Submitting a request for assistance. Attempts to follow up with the pt were unsuccessful. No further information available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.